Event description:
Boston scientific received information that this right atrial lead exhibited low out of range impedance measurements. The lead was explanted. It was successfully replaced with a new lead. No additional adverse pt effects were reported.